Event description:
An aneurx stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant was not reported. The pt has severely diseased vessels. It was reported the stent grafts were successfully implanted during a straight forward procedure; however, it was reported that on an unk date, the pt has a colostomy. The physician planned to cover the internal iliac artery because the common iliac was aneurysmal forcing the exclusion of the internal iliac artery. The physician felt that the sma and the contralateral internal iliac artery retrograde were patent, and would continue to feed the colon. However, due to the pt's anatomy, the colon was not being fed. It reported that the event related to the colostomy was related to the procedure and the pt's unfavorable anatomy. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (severely diseased vessels), inherent risk of procedure (occlusion). Evaluation conclusions: device failure/lack of effectiveness related to pt condition (severely diseased vessels).